Event description:
A customer reported a malfunction with their insulin pump indicated by malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump; however, the same malfunction recurred. Consequently, technical support arranged for a replacement pump and the customer was instructed to switch to multiple daily injections (mdi) as a backup therapy. The customer was also guided on how to put the defective pump into storage mode and advised to return it using a pre-paid label within 10 days, which the customer acknowledged.